Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to video processor internal board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center to the service center, which is an olympus asset with no reported complaint. During the device analysis, the service repair technician indicated no power due to video processor internal board failure. There was no patient involvement.